Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during rewarming in normothermia. Patient has been on therapy since 9am in an arctic sun device. Clinical staff advising biomed that the patient temperature (pt) and water temperature (wt) has not been increasing this entire time. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29.5c, water flow rate (wfr) was 3.1 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 29.8c, outlet control temperature (t2) was 29.7c, inlet temperature (t3) was 29.5c, chiller temperature (t4) was 4c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0, heater was 6 percentage, water reservoir level (wrl) was 3, system hours were 104.3 and pump hours were 60.8. Walked through stop therapy and walked through setting up rewarming in hypothermia. Rewarm from 35.5c at 0.25c/hr to 37c. Restarted therapy and water flow rate (wfr) was stabilized at 3.2 l/m. Advised they will call back in 30 minutes to check in and confirm if water temperature (wt) has increased into the 30s. Biomed advised that water temperature (wt) was registering at 24.3 system diagnostics showed that the water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 0, heater was 0. Advised swapping out to alternate device because heater was not engaged and water temperature (wt) has dropped 5c in the last 30 minutes. Send to biomed for evaluation. Discussed adding warm blankets or bair huggers if not contraindicated in their protocol. Encouraged them to call back with any questions.